Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications were reported and the patient was in good condition post-procedure.